Event description:
It was reported that during the gastrectomy, the device locked out at the second firing. Staple malformed (open shape). It was completed by additional sutures. There were no adverse consequences to the patient.